Event description:
It was reported the patient developed a red, itchy rash under the tape collar and wafer of the device mass. The rash was noted to be flat and dry and has persisted for approximately 3 weeks. The patient alternates between two different brands of devices. He has attempted to treat the rash at home with witch hazel alcohol, antiseptic liquid and an anti-fungal powder. No additional information was provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.